Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopy). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder from (B)(6) 2005 to (B)(6) 2005, asthma from (B)(6) 2005 to(B)(6) 2005, migraine, gerd, pap smear abnormal, migraine, d & c and cesarean section. Previously administered products included for an unreported indication: iud nos from (B)(6) 2004 to (B)(6) 2005, topamax, maxalt and mirena. Concurrent conditions included rash, pruritus perineal, head injury, loss of consciousness, laceration of head, headache, closed head injury, laceration of face, dizziness, unilateral leg pain, tendonitis, ankle sprain, otitis, streptococcal sore throat, weight gain, candida infection, urticaria localised, cramp in lower abdomen, rib pain, vaginal discharge, nausea, photophobia, abdominal colic, amenorrhea, menstrual cramps, vertigo, diverticulitis, suprapubic pain, syncope, loss of consciousness, presyncope, sore throat, odynophagia, cervical smear normal, post coital bleeding, chlamydia test positive, neck strain, head injury, tenderness muscle, joint range of motion decreased, muscle spasm, bladder infection, dysmenorrhea, vaginal pain, cyst of ovary, adnexa uteri pain, ovarian cyst ruptured, ovarian torsion, lower abdominal tenderness, irregular menstruation, hyperplasia, discomfort, bloating, left lower quadrant pain, dysfunctional uterine bleeding, difficulty breathing, cough, shortness of breath, wheezing, endometriosis, breast disorder female, musculoskeletal pain and dermatitis allergic. Family history included hypothyroidism (mother) and diabetes (mother). Concomitant products included aripiprazole (abilify) from (B)(6) 2008 to (B)(6) 2015, beclometasone dipropionate (qvar) since (B)(6) 2012, dextropropoxyphene napsilate;paracetamol (darvocet a500), ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2011 to(B)(6) 2013, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydromorphone hydrochloride (dilaudid), ibuprofen, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depoprovera) from (B)(6) 2005 to (B)(6) 2005, metoclopramide hydrochloride (reglan), morphine, naproxen (naprosyn e), omeprazole (B)(6) 2015 to (B)(6) 2015, ondansetron, oxycodone hydrochloride;paracetamol (percocet), promethazine, salbutamol (albuterol hfa) since (B)(6) 2012 and topiramate (topamax) from (B)(6) 2004 to (B)(6) 2006. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), depression ("depression / psychological or psychiatric problems condition: depression"), anxiety ("mental anguish / / psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient experienced urinary tract infection ("urinary: tract infection / infection (bladder/ urinary tract/vaginal) type: urinary tract,"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved, the menstrual disorder, menorrhagia, urinary tract infection, depression, anxiety, nausea and dyspareunia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted : insertion date priorly given (B)(6) 2005 , now it is reported as (B)(6) 2005. In right tubal ostia. 3 coils were counted. Plantiff received treatment for pain, bleeding and urinary disorders. Essure confirmation test was done on (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure rings redated hyperdensities in the expected fallopian tubes, retroverted uterus.. Hysterosalpingogram - on (B)(6) 2005: essure device successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : migraines, vaginal bleeding, heavy bleeding, pain after intercourse, urinary tract infection, pelvic pain, abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : new events "urinary problems nos" and "bladder problems nos" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder from 8-feb-2005 to 8-may-2005, asthma from 8-feb-2005 to 8-may-2005, migraine, gerd, pap smear abnormal, migraine, d & c and cesarean section. Previously administered products included for an unreported indication: iud nos from november 2004 to 4-jan-2005, topamax, maxalt and mirena. Concurrent conditions included rash, pruritus perineal, head injury, loss of consciousness, laceration of head, headache, closed head injury, laceration of face, dizziness, unilateral leg pain, tendonitis, ankle sprain, otitis, streptococcal sore throat, weight gain, candida infection, urticaria localised, cramp in lower abdomen, rib pain, vaginal discharge, nausea, photophobia, abdominal colic, amenorrhea, menstrual cramps, vertigo, diverticulitis, suprapubic pain, syncope, loss of consciousness, presyncope, sore throat, odynophagia, cervical smear normal, post coital bleeding, chlamydia test positive, neck strain, head injury, tenderness muscle, joint range of motion decreased, muscle spasm, bladder infection, dysmenorrhea, vaginal pain, cyst of ovary, adnexa uteri pain, ovarian cyst ruptured, ovarian torsion, lower abdominal tenderness, irregular menstruation, hyperplasia, discomfort, bloating, left lower quadrant pain, dysfunctional uterine bleeding, difficulty breathing, cough, shortness of breath, wheezing, endometriosis, breast disorder female, musculoskeletal pain and dermatitis allergic. Family history included hypothyroidism (mother) and diabetes (mother). Concomitant products included aripiprazole (abilify) from 29-sep-2008 to 27-mar-2015, beclometasone dipropionate (qvar) since (B)(6) 2012, dextropropoxyphene napsilate;paracetamol (darvocet a500), ethinylestradiol;etynodiol diacetate (zovia) from 28-oct-2011 to 20-feb-2013, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydromorphone hydrochloride (dilaudid), ibuprofen, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depoprovera) from 8-feb-2005 to 8-may-2005, metoclopramide hydrochloride (reglan), morphine, naproxen (naprosyn e), omeprazole 27-mar-2015 to june 2015, ondansetron, oxycodone hydrochloride;paracetamol (percocet), promethazine, salbutamol (albuterol hfa) since (B)(6) 2012 and topiramate (topamax) from 5-may-2004 to 23-apr-2006. On (B)(6) 2005, the patient had essure (ess205) inserted. In march 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), depression ("depression / psychological or psychiatric problems condition: depression"), anxiety ("mental anguish / / psychological or psychiatric problems condition: mental anguish "), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In january 2006, the patient experienced urinary tract infection ("urinary: tract infection / infection (bladder/ urinary tract/vaginal) type: urinary tract,"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (surgical removal of coils). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted : insertion date priorly given (B)(6) 2005 , now it is reported as 07-feb-2005. In right tubal ostia. 3 coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure rings redated hyperdensities in the expected fallopian tubes, retroverted uterus.. Hysterosalpingogram - on (B)(6) 2005: essure device successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : migraines, vaginal bleeding, heavy bleeding, pain after intercourse, urinary tract infection, pelvic pain, abdominal pain, depression. Most recent follow-up information incorporated above includes: on 22-jul-2019: fu 1 and 2 were processed together. Pfs and mr received. Reporter information were added and updated. Date of insertion and removal were updated. Medical history, historical drug, lab data and concomitant drug were added. Event verbatim were updated as pelvic pain/pain. Event infection were updated as urinary tract infection. Event : abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, nausea, dyspareunia (painful sexual intercourse), abdominal pain were added. Outcome of the event pelvic pain were updated. On 23-jul-2019: fu 1 and 2 were processed together. Plaintiff fact sheet received. No new information were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.